Event description:
Multiple 10ml syringes leaking around rubber stopper when drawing up meds. Pts on heparin pump also leaking blood filled syringe from the rubber stopper. Sample availability: yes- have uncontaminated syringe from same lot that leaked when drawing up fluid. Was there any alleged injury or harm to user or patient? Heparin pump leaking blood through the syringe stopper onto the machine. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).